Manufacturer narrative:
Per the user guide: do not fill the cartridge with more than 480 units. This can cause a cartridge error. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that after filling the cartridge with 5ml of insulin, the customer received an inaccurate fill estimate. The customer declined tandem technical support's offer to assist with reloading or loading a cartridge. Blood glucose was 351 mg/dl.